Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type: *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported being hospitalized due to hyperglycemia at st. Martini hospital on (B)(6) 2025. The patient's blood glucose levels were over 19 mmol/l (342 mg/dl) while wearing the pod between 25 and 36 hours on the abdomen. Symptoms reported include stomach aches and feeling sick. The patient stated administering a 5 unit bolus correction but it did not help. They also tried to use an insulin pen but was unable to because it was broken. The patient removed the pod and applied a new one. The patient then called the ambulance because they were feeling sick and had a stomach ache. At the hospital, the patient was treated with an infusion (unspecified) and an insulin shot via pen. The patient was discharged the following day.